Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated: the "tube was not set into the holder properly and was pushed back possibly due to negative pressure." No further information provided at this time.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated: the "tube was not set into the holder properly and was pushed back possibly due to negative pressure." No further information provided at this time.